Event description:
Ni

Event description:
It was reported that patient alert sounded for high lead impedance. Lead fracture was suspected. During dft testing after lead revision, the ICD kept charging and did not reach charge end. The patient was rescued with an external 50 joule shock, without incident. The device was interrogated and noted to be at eri (elective replacement indicators). Also, it was reported that the can was hot to touch. Both the ICD and lead were explanted. The ICD was returned for analysis. A new system was implanted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The info submitted reflects all relevant data received. Evaluation summary: pub126853h: preliminary analysis confirmed the device had no telemetry and no output. Further analysis noted that arcing occurred on the outside of the device. The most probable source of the arcing was a lead breach which caused the electrical overstress and damaged the charge circuit. In turn, it created a low impedance and rapid battery depletion. Explant date and alert date previously reported incorrectly and now have been corrected.